Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented for an upgrade from an implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD) system. During the revision procedure, the left subclavian was occluded. Therefore the right ventricular (rv) lead and right atrial (ra) lead were capped and the ICD system was implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.